Manufacturer narrative:
(B)(4). Age at time of event: 18years of age or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. Visual examination showed that the guidewire was stuck (froze) in the device. The guidewire protruded out from the distal end approximately 32.5cm. The guidewire protruded out from the proximal end of the device approximately 110cm. In addition to the reported damage a kink was noticed at the nosecone of the device. The stent was not returned. The inner shaft, handle and the rack were intact with no damage. The outer shaft was kinked at the nosecone. The tip was attached to the inner shaft as-received. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the opposite side of the lesion. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and non calcified superficial femoral artery (sfa). After a guideiwire crossed the lesion, the wire was exchanged with a 300cm non-bsc support guidewire. Pre-dilation was performed with a sterling balloon catheter. Then a 7x180mmx130cm innova¿ stent was advanced to the lesion. While rotating the thumb wheel, resistance was encountered but was able to deploy the stent. During an attempt to remove the device and while leaving the guidewire inside patient, it was noted that the device became stuck on the wire . The stent and the guidewire were removed together from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.